Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant potassium result of >9.0 on a 72 year old female patient. There was no additional patient information. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-mar-2022. A review of the device history record confirmed the lot passed finished goods (fg) release criteria. Retained and returned cartridge testing for the lot met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.